Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was overheating and they could not unlock the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The user reported the device was overheating and could not be unlocked. A battery was returned with the device. The device powered on using the returned battery. Upon powering the device on, the initial loading screen was displayed. The device was unable to get past the initial loading screen. No download data is available as the device was unable to boot up past the loading screen. The adb tests and various tests could not be performed. Due to the download data being unavailable, it could not be conclusively determined if the device was operating above the temperature specifications. The device was allowed to charge during investigation, and was not observed to heat up.